Event description:
It was reported that, after a hip surgery the patient felt pain. The adverse event was addressed with a revision surgery to remove an oxinium fem hd 12/14 32mm -3. The condition of the patient is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the ox head was revised secondary to pain felt post-revision with a mixed manufacturer construct (mallory cup). It was communicated that no further information would be provided due to lack of consent. Reportedly, pain was the root cause of the reported events; however, the mixed manufacturer construct could not be ruled out as a potential contributing factor although no supporting documentation was provided. The patient impact beyond the reported revision and anticipated post-op recovery phase could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.